Event description:
It was reported that the patient was experiencing low blood glucose without or very little insulin once a month. The patient's lowest blood glucose was 21 mg/dl at 11:30pm with no bolus since 6pm; date was not specified. The pt reportedly did not receive glucagon injection or medical intervention. The patient reportedly had been changing the settings throughout the month and runs basal frequently at 0.000 u/hr. At the time of the call, the pt was using the pump only for boluses and disconnects the pump in between boluses. The pump history indicated that the most recent insulin delivery was on (B)(6), 2010. On an unspecified date, the patient tested positive for ketones so he increased his nph from 2 units to 4 units. It is unk if the increased dosages resolved the elevated blood glucose level. The animas rep went through troubleshooting with the reporter and did not find anything to indicate a pump malfunction. This complaint is being reported because the patient allegedly obtained a 21 mg/dl and had also tested positive for ketones. The patient's father was not implicating the pump; however, the patient's doctor insisted the pump to be replaced. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed no insulin delivery defects. The daily insulin delivery totals correctly reflected the user's programmed basal rates, the pump was exercised for 24 hours with no alarms occurring.